Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A consumer reported that during his cataract surgery with an intraocular lens (iol) implant, the surgeon broke the capsular bag as he was trying to get the cataract out of his eye. Because the bag was damaged, the surgeon then implanted the iol on top of the bag instead of inside the bag. Over time, the iol decentered and became tilted. The consumer then had headaches and decreased vision. The consumer decided to seek other medical opinions and was told by another surgeon that the iol was "dangling" in his eye and should be exchanged with an anterior chamber iol. The initial iol was exchanged approx two years after it was implanted for an anterior chamber iol. The consumer reported he was still having headaches after the exchange, so he referred to a neurologist who is addressing his headache issue. In a follow up, a technician reported that when the consumer was seen by the iol exchange surgeon, original iol was dislocated. The exchange surgeon removed the initial iol and put in a secondary iol. The technician reported that the consumer is seeing a neurologist for pain management.